Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause could not be determined as no photos and samples returned for investigation. If the sample are received in the future, the complaint will be re-opened and re-investigated. Rationale: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a blood-like substance was noticed on the syringe 5ml ls tip after drawing up medication into it. The following information was provided by the initial reporter: "after she drew up her substance into the syringe, she noticed that there appeared to be a substance resembling blood on the tip. She did not wish to waste her substance, so expelled it from the syringe and used the substance from another device, but is now afraid she has affected her health. The customer reports that the packet was new and not previously used or perforated. The customer was able to read the code, but could not read the lot number on the packaging."